Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of biofilm and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, hypersensitivity and infection: "precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Post-market surveillance: juvéderm voluma without lidocaine has been marketed outside the us since 2005, and juvéderm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc and juvéderm voluma xc in the nasolabial folds of site b1 and b2. The patient developed biofilm and swelling in the other areas where the patient was not injected like the glabella, forehead, chin and cheeks. Patient was treated with antibiotics and had been "rushed to the emergency room." Symptoms are ongoing and the patient is "responding to the antibiotics." This is the same event and the same patient reported under MDR ID #3005113652-2016-00941 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma xc.